Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported a loose femoral component and a fractured femur. The physician replaced the stem, head and cup bearing. The patient revised to a combination of stryker and competitor products.

Manufacturer narrative:
Additional information: weight, weight units; date of implant. An event regarding periprosthetic fracture involving an unknown omnifit stem was reported. The event was confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: procedure-related factors: none. Patient-related factors: traumatic fall of the patient. Alcohol addiction. Device-related factors: none diagnosis: a traumatic fall of the patient due to excess alcohol consumption 13-years post arthroplasty caused a periprosthetic fracture with subsequent loosening of the stem requiring revision with fracture stabilisation using multiple cables. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. A review by a clinical consultant concluded that "a traumatic fall of the patient due to excess alcohol consumption 13-years post arthroplasty caused a periprosthetic fracture with subsequent loosening of the stem requiring revision with fracture stabilisation using multiple cables" no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer reported a loose femoral component and a fractured femur. The physician replaced the stem, head and cup bearing. The patient revised to a combination of stryker and competitor products.